Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: hcp is reporting to nca/bfarm: "on the last day of inpatient follow-up treatment, there is a sudden change in the hip prosthesis. The x-ray shows the decentered joint. On xxx, the surgical revision is performed with evidence of inlay dislocation with fixed metallic implants." The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the rim of the altrx neut 36idx54od has three out of six anti-rotation device (ard) tabs sheared off. The fractured fragments were not returned for evaluation. Additionally, the liner appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). Based on the observations of the altrx neut 36idx54od it is reasonable to conclude that a disassociation event occurred between the liner and the cup. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: altrx +4 neut 32idx48od product code: 122136054 lot number: m65u48 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the altrx neut 36idx54od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 5/24/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 4/30/2029. 5) IFU reference: IFU-0902-00-701 rev. T. Device history review: a manufacturing record evaluation was performed for the finished device product description: altrx neut 36idx54od product code: 122136054 lot number: m65u48 and no non-conformances or manufacturing irregularities were identified. Corrected: h3.

Event description:
It was reported that on the last day of inpatient follow-up treatment (hip prosthesis), the x-ray showed the decentered joint. On (B)(6) 2024, surgical revision was performed with evidence of inlay dislocation with fixed metallic implants.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: a2: patient date of birth is an unknown date in 1975. H3, h6: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. No device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and it stated that the duration of the revision was 59 minutes. This is a normal operation time for such a revision. There were no negative consequences, apart from the additional surgery, have occurred. The affected site was the left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.